Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the blade was stuck inside the device and screw did not operate with turn knob and needed to be updated with securing pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear on components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a veterinary total hip replacement surgery, it was observed that it was difficult to insert and remove saw blade devices on a sagittal saw attachment device while in use together. There was a five minute delay in the surgical procedure. A spare device was not needed since the doctor was able to get the device to work. It was further reported that the saw blade device was not able to be removed from the saw attachment device at post-surgery. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.